Event description:
Complaint alleges surgeon used "utrasound pincers for incisions and coagulation with 5mm shaft and held the instrument in the right hand for a time lapse, with the usual intervals, of approximately two hours." The complaint further alleges that after the suregy, the doctor complained of paresthesia in the digital pulp of the first finger of the right hand medially and the digital pulp of the second finger of the right hand laterally with hypesthesia in the same areas.